Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Physician reported that the programmer showed in statistics 322days of mode switch. Statistics data was available from (B)(6) 2016 to (B)(6) 2017. First mode switch was recorded between (B)(6) 2017. The device was programmed to vvi mode.

Event description:
Physician reported that the programmer showed in statistics 322 days of mode switch. Statistics data was available from (B)(6) 2016 to (B)(6) 2017. First mode switch was recorded between (B)(6) 2017. The device was programmed to vvi mode.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior. Nevertheless, the root cause cannot be identified based on the available data.

Event description:
Physician reported that the programmer showed in statistics 322days of mode switch. Statistics data was available from 11 dec 2016 to 21 jun 2017. First mode switch was recorded between (B)(6) 2017. The device was programmed to vvi mode.